Event description:
A vaxcel mini port was implanted for the infusion of therapeutic medication. A vaxcel standard port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate all the way and as a result, broke off. The procedure was completed with the defective device.